Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that despite the pump volume set to "high", the customer was unable to hear a reminder from the pump. There was no impact to the customer's blood glucose level. The customer changed the supplies and resumed insulin.